Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The belt was found to be fully functional and capable of detecting and treating an arrhythmia. There is no indication of a device malfunction that would contribute to the inappropriate treatment. Monitor sn (B)(4) was returned to zoll manufacturing corporation and service evaluation is currently underway. Evaluation of the monitor was accomplished through a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was at home and conscious at the time of the treatment event. The patient's husband was home at the time of the event. Rapid atrial fibrillation (af) rate contributed to the false detection. The response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shock. The response buttons functioned appropriately. The patient went to the hospital and was planned to receive an ICD.